Event description:
During a tavr procedure using a 23mm sapien resilia valve via transfemoral approach, when the dilator was inserted to remove the esheath, the dilator appeared to have punctured through the seam of the sheath and perforated the common femoral artery. Access was obtained on the contra-lateral side and a balloon was used to tamponade the site, the patient was then converted to open surgery, and a successful surgical repair was performed. The implanter attributes the issue to the patient's size and the angulation of the sheath. The patient required 2 units of blood. Per report, the commander delivery system was prepped according to ifus and the valve was delivered successfully.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, impact code, type of investigation, investigation findings, investigation conclusion. The 14 french esheath plus was returned for examination. A visual examination confirmed the complaint of a torn liner. Visual examination found that the introducer was exiting through the torn liner. The sheath liner was torn approximately 7.5 inches in length starting at the distal tip. After engineering removed the strain relief, the liner was seen to extend under the strain relief, and the full length was measure at 11 inches. The sheath fully expanded as designed and the sheath tip opened as designed. A dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. In addition, this technical summary is applicable to esheath+ as there are no significant changes related to the sheath shaft and liner. This includes material composition, manufacturing process, inspection, and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to extrusion and handling and does not affect liner integrity. The following instructions for use (IFU) were reviewed: procedural training manual, device preparation training manual based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "the sheath was not inserted at a steep angle but there was some iliac tortuosity". Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to the liner of the sheath and lead to liner tears upon insertion/removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In this case, available information suggests that patient factors (tortuosity) may have contributed to the complaint event. The implanter attributes the issue to the patient's size and the angulation of the sheath . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.